Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip of the long bipolar grasper broke off in the patient. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a delay of less than 10 minutes due to the reported issue. The fragment was retrieved using a lap grasper and it was confirmed that all fragments were retrieved. The piece was measured with the long bipolar grasper itself and confirmed its length and pieces. There was no need for additional procedures or post-operative tests to remove the fragment, nor did the patient return to the hospital experiencing complications related to retaining a foreign object. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar forceps instrument was analyzed and found to have a broken grip tip at the midpoint of the grip. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis.